Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that when the patient was transferred from the cath lab to the intensive care unit (ICU) the pump did not switch to battery operation. The therapy was interrupted until moved into the ICU room and reconnected to the main supply. The therapy of the patient is still going on with the pump in main operation. There was no patient death, injuries or complications. The patient outcome is listed as "okay." Additional information received on (B)(6) 2011 from teleflex (B)(6) complaint coordinator stated that the pump did not work approximately 5 minutes from the cath lab to the ICU. It was noted that support was requested by a third party service organization.